Manufacturer narrative:
Product analysis: it was noted on analysis that the output connector assembly and the lower case of the epg were cracked and the epg failed incoming test on automated test system. All found defective parts were replaced and all other identified issues were resolved. The epg then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventative maintenance tested out of specification during manufacturer's analysis. There was no patient involvement.